Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to an unspecified reason. The existing pump component was explanted and replaced with a new one. No patient complications were reported in relation to this event. The explanted pump is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.